Event description:
It was reported that the patient had high impedances of greater than 4000 ohms on electrodes 0 and 1. The action required as a result of the event was reprogramming. Diagnostic testing or troubleshooting of impedance testing and reprogramming were performed. It was unknown if the product issue was resolved. The cause of the product issue was determined as the patient experienced device migration to the surface of the skin due to significant weight loss. Additionally, the impedances on electrodes 0 and 1 were showing a fractured lead. The patient status at the time was unable to be obtained. The patient symptom associated with the event was less than 50 percent relief at the device pocket. It was further reported that the patient was scheduled to have a replacement on 2014 (B)(6). The manufacturer representative would ship the device back at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va09hda, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had a device replacement as scheduled, the entire system was replaced, and the explanted devices were returned. To the best of the manufacturer representative's knowledge the patient was receiving good stimulation.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. Analysis of the tined lead (va09hda) found that the lead body #3 conductor was broken due to overstress damage 4 cm from the distal end.